Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00119. This report is being submitted as additional information. Approximate age of device ¿ 2 years and 10 months. Manufacturer's investigation conclusion: evaluation of the submitted log file appeared to show the pump operating as intended and a direct correlation between heartmate ii lvas, and the reported events (elevated ldh and occlusive superficial venous thrombosis) could not conclusively be established through this evaluation. The submitted log file contains data from (B)(6) 2017 at 23:28:13 through (B)(6) 2017 at 10:08:42. The majority of captured events appeared to be associated with routine power source exchanges. Pump speed was set to 8800 rpm, power ranged from 3.8-6.3 w, estimated flow ranged from 2.8-7.7, and average pi was between 4.3 and 7.7. No notable trends in pump parameters were identified. The pump speed remained above the low speed limit and no atypical alarms were captured for the duration of the file. The system appeared to be operating as intended. The hmii lvas IFU lists peripheral thromboembolic events and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are also addressed in this IFU. Additionally, this IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines the recommended anticoagulation therapy and inr range. The patient remains ongoing on heartmate ii lvas. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to hospital with elevated lactate dehydrogenase (ldh) and inr. The patient was started on bivalirudin infusion. No additional information was provided. Additional information: it was reported that there was chronic, occlusive superficial venous thrombosis involving the right cephalic vein.